Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. The patient was initially implanted on (B)(6) 2019 with a progav system. There was suspected blockage of the shunt. The surgeon pumped the reservoir to encourage flow of cerebrovascular fluid (csf), but flow did not improve. In addition, the opening pressure setting was not re-adjustable. Due to the blockage of the valve, revision surgery was done on (B)(6) 2019.